Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery and subsequently resulted in a fall. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Customer consumed carbohydrates to address bg. Customer received assistance from paramedics and was treated with glucagon. Recommendation was made to consult with healthcare provider regarding diabetes management.